Manufacturer narrative:
(B)(4). Customer returned pump due to alleged device heating up and was found on (B)(6) 2022. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high currents. P-cap was attached and locked into place properly. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery ((B)(6) 2022 01:23 am) replace battery alert ((B)(6) 2022 08:31 am) replace battery now alarm ((B)(6) 2022 09:02 am) noted in the pump trace download and these were expected. Pump was cut open and found evidence of moisture damage on electronic stack and force sensor. The following were noted during inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), faded serial label, keypad overlay texture damage, overlay scratched. Device heating up is not confirmed. Battery lasts less than expected & unexpected battery power loss is confirmed due to moisture damage on electronic stack and force sensor. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over heating at battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.